Event description:
As part of post-cancer breast reconstruction, a double lumen implant was inserted in 1985. After 6 yrs of repeated pain, localized erythema, weakened immune system, arthritis bouts, infections, and severe capsular contracture, the implant was excised on 7/91 and replaced with this implant. Four mos later, because of repeated infections, general malaise, and leaking, this implant was excised. Repeated surgeries such as placement of tissue expander, insertion of the implant, explantation and insertion of yet another implant, and then final explantation, constant medical care, lab and radiology tests, anxiety and depression, recurrent use of antibiotics and severe allergic reactions to several of them, along with excessive use of sick leave, have deeply affected rptr's professional career, family relationships, quality of life and self-confidence. Since explantation in 11/91, the frequency and number of immune-system related infections have dramatically decreased. Rptr is now experiencing problems found on an emg with what seems to be brachial-plexopathy in the multiple surgical areas. Rptr experienced repeated infections (autoimmune related), chronic and acute fatigue, arthritis, joint pain, skin burning (body-wide) "dermographia," breast pain, deformity, and contracture. (Same rptr referred to in 1002015.)